Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that when the customer removed the cartridge from the pump, a little bit of insulin had dripped from the cartridge onto the pump. The customer reported a blood glucose level of 119 mg/dl.